Event description:
It was reported that the pt presented a severe foreign body reaction post an achilles tendon repair on the left foot. The pt underwent secondary treatment in 2008 and 2 months later, implant removal was attempted (unk if removed) but the pt continues to have a reaction. The reaction, however, has been reported to be under control with steroid treatment. No further pt info is available from the customer and no add'l adverse consequences have been reported. This device is used for treatment.

Manufacturer narrative:
The lot number was not provided, therefore, the device history could not be reviewed and the mfg date was not determined. The condition reported could be related to an adverse pt reaction to any of the materials implanted. Product dfu warns of a possible allergic reaction to the implant materials. Pt sensitivity must always be considered prior to implantation. The cause of the complainant's event could not be determined from the info available.